Event description:
It was reported that a user experienced a brief dexcom g7 sensor communication interruption that resulted in signal loss to the ilet, after which the cgm reconnected and glucose data resumed without impact to blood glucose. Symptoms included no adverse clinical effects. Outcomes included no change in therapy and no need for medical attention. Investigation included troubleshooting and education with the user. Investigation of this case revealed a transient communication issue consistent with intermittent signal loss between the cgm and the ilet, with device function restored upon reconnection and no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was temporary signal interference or environmental factors.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.